Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: event date - in the supplemental report submitted it was said that the event date was(B)(6) 2019 however, it was found that the right date is (B)(6) 2019.

Manufacturer narrative:
Correction: event date - it was initially reported that the event date was (B)(6) 2019 but the correct date is (B)(6) 2019.

Manufacturer narrative:
(B)(6). A review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation a software problem was found. An extended investigation has been open and corrective actions will be implemented based on the outcome of the investigation as required. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a preventive maintenance it was found that the system serial number of the system was displayed incorrectly on the screen display. Further review showed that the system hard drive was replaced, and the procedure management files were bypassed, allowing the user to perform treatments without the need of purchasing procedures.